Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
(B)(6). The reported event was not duplicated; however, the service technician found the back port was loose during the device evaluation, which may cause or contribute to the reported event.

Event description:
It was reported that the console with integral irrigation pump was experiencing unintended activation. Attempts are being made to obtain additional information from the user facility; if new information becomes available, the decision will be re-reviewed.

Event description:
It was reported that the console with integral irrigation pump was experiencing unintended activation. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.